Manufacturer narrative:
The hospital biomed performed a checkout of the equipment. Inspection of the equipment noted foreign contamination between the drive gas check valve plunger and the seat. The contamination was removed. The customer contact reported there is no patient information available. The hospital biomed performed a checkout of the equipment. Inspection of the equipment noted foreign contamination between the drive gas check valve plunger and the seat. The contamination was removed. The customer contact reported there is no patient information available.

Event description:
The hospital reported that, during a case, higher than expected airway pressure was noted. The clinician switched to manual mode and completed the case. There was no reported patient injury.